Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with alleged time and date issue with the pump. The reporter stated that the patient experienced blood glucose less than 70 mg/dl with symptoms of confusion, disorientation and profuse sweating. Reportedly, the meter read "lo" and the patient had remained on the pump. It was reported that the patient required the assistance of a third party and a pump setting adjustment was made to the basal rate. Reportedly, the time and date issue was discovered after the basal rate adjustment occurred. This complaint is being reported for alleged hypoglycemic event associated with an alleged time and date issue with the pump.